Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. It was reported the stent delivery system (sds) was advanced to the lesion with resistance felt from the patient¿s mildly tortuous anatomy, resulting in difficult to advance. In addition, it is likely that manipulation of the sds, when resistance was met, contribute to the reported material becoming soft/flexible. Additionally, it was reported that the physician experienced some visibility issues (difficult or delayed positioning) when deploying the stent. Factors that may contribute to difficult or delayed positioning include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, or material properties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult or delayed positioning. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous lesion in an unspecified coronary artery. The 2.75x15mm xience xpedition stent delivery system was advanced with resistance felt from the anatomy. The stent was deployed and the physician felt there was a loss of radial strength. In addition, the physician experienced some visibility issues of the stent under fluoroscopy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.